Manufacturer narrative:
The field service engineer (fse) found a leak at pv43. The fse replaced tubing at pv43 resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. (B)(4).

Event description:
The customer reported a leak of approximately 15-20 mls in volume below the left front side of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.